Manufacturer narrative:
The reported events of increased pacing impedance and noise resulting in oversensing and inappropriate defibrillation therapy were confirmed. As received, a complete lead was returned in three pieces. X-ray inspection of the lead found the outer coil to be fractured/broken adjacent to is-1 outer coil crimp sleeve. Electrical testing found the ring electrode conductor path to be open consistent with conductor fracture. The reported events were isolated to the fractured outer coil at the connector region.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported increased pacing impedance and noise resulting in oversensing and inappropriate defibrillation therapy was observed on the right ventricular (rv) lead. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition.